Manufacturer narrative:
UDI number: na. The explanted device will not be returned to the company. A review of the device history record noted no rework.

Event description:
The recipient reportedly experienced recurrent infections. The recipient presented with ear discharge and was prescribed medication, however, the issue did not resolve. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was treated with aspiration, rifampin oral tablets, and IV meropenem for 10-14 days on three occasions. The recipient's mastoid cavity was doused with silicic acetic acid. The recipient's infection has reportedly resolved. Due diligence attempts to obtain additional treatment details were unsuccessful. This is the final report.